Manufacturer narrative:
Qn#(B)(4). Corrected data: CAPA number has been corrected to (B)(4).

Event description:
The customer alleges that the connector broke off. The device was replaced without issue. No patient injury.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam was performed and it was observed that the bronchial cobb connector was detached from the 22m/15f swivel connector. The inner and outer diameter of the swivel and cobb connectors were measured and were found to be within specification. Based on the investigation performed, the reported complaint of broken angular connector was confirmed. A CAPA was opened to address the issue with the connectors.

Event description:
The customer alleges that the connector broke off. The device was replaced without issue. No patient injury.

Event description:
The customer alleges that the connector broke off.the device was replaced without issue.no patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.